Event description:
It was reported that a minimum fill notification occurred. The customer's blood glucose level was at 28.0 mmol/l with trace ketone levels. The customer administered a correction injection via multiple daily injections and managed to effectively reload the cartridge onto the pump to resume insulin delivery.